Event description:
Patient called back and repeated previously documented information. Patient stated that their third controller is exhibiting the same issues as previously reported. Patient mentioned that while charging the controller, it shut off and after reaching 20-30%, it stopped charging. Patient also noted that it takes too long to fully charge the controller. Patient stated that after unplugging and resetting the controller, it charges to 100%. Patient mentioned that during a previous charging session, the controller shut down when it was at 70%. Patient stated that the ins was at 70% and the controller was at 50%. Patient also mentioned that the controller gets very hot. See previous cases related to the replacement controller and recharger. Patient also stated that when they checked the controller during ins recharging session, they described the message received as 'the stimulation was lost'. Agent had patient reset the controller with ac power supply. Patient confirmed no visible damage to the controller, recharger, battery pack and ac power supply. Agent had patient blow air into the controller charging port. Patient confirmed that the controller turned on with green light flashing. Patient confirmed that the controller battery was at 90% and implant was at 60%.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reviewed box to be used since patient wants to return the recharger and controller in the same box. Patient didn't have a return label for the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient, product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller told by patient (pt) that for past few months, the controller turns off unexpectedly and sometimes will hold a charge well for a long period of time and other times doesn't hold a charge for very long. The controller appears to take a charge fine. No pin damage evident on controller and no other visible damage to controller. Battery compartment looks fine per caller. A replacement controller was sent out. 2025-apr-29 (B)(4) (con): patient called back, confirmed receiving the replacement controller but this controller was doing the same thing as their previous controller. Patient mentioned they had met with a couple mdt reps maybe a month ago. Patient mentioned they charged their controller then charged their implant and noticed at the end of the charge session the stimulation was shut off. Controller showed 70% and implant 30%. Patient services (pss) asked and patient denied any recent falls/trauma. The patient was redirected to their healthcare provider to further address the issue. 2025-may-27 patltr (con): additional information was received from the patient (pt). It was reported that they didn't meet with physician but met the manufacturer they ordered another new controller. After new controller still the problem is taking place. The reported issue is not resolved. Another meeting with medtronic tech on (B)(6) is scheduled.